Manufacturer narrative:
Testing and investigation did not confirm the report of overdelivery. At the start of testing the unit would not prime a cassette and failed the cassette test with a full collection bag alarm. The collection line pin was found to be stuck and was manually freed. The device then primed and passed the cassette set. The device failed low and mid-range performance verification testing for occlusion, but passed the high range test. The device passed short and long term delivery accuracy tests. The stuck collection line pin (motor base assembly) and failed occlusion test were not related to the event. No corrective action is required. The frequency of death or serious injury for omniflow products for overdelivery is < 0.91/million sets.

Event description:
Overdelivery reported. The pump was programmed to infuse cardizem 25mg/125ml at 10ml/hr via line c. Approx 5 hrs after a new IV container was hung, a nurse noted the container was empty. She reports changing the IV administration set during that time period because it was set change time (72hrs) and she feels some of the IV fluid was lost in priming. The pt did not experience any adverse effects. "Her heart rate decreased from 110 to 76 beats per min over 4 hrs, and her blood pressure started at 129/64 and went to 115/66." The infusion was held overnight and re-started in the morning. No adverse sequelae occurred. There were no problems reported with the other IV lines. No further info was available.